Manufacturer narrative:
The insulet cloud system was reviewed for data from the user for the period of (B)(6) 2025-(B)(6) 2025. Data was only found to be available for (B)(6) 2025-(B)(6) 2025. The data was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. Invalid estimated glucose values of -1, indicating pod-sensor connection loss, and -2, indicating temporary sensor error, were observed regularly during this period. While in automated mode, the system responded appropriately, transitioning the system to automated mode: limited after four consecutive missing values and generating a missing sensor values reminder after one hour of consecutive missing values. While in automated mode: limited, the system correctly delivered the user's safe basal, which is the lower of the user's manual basal program and the adaptive basal rate. While in manual mode, the system correctly delivered the user's manual basal program of 0.5 u per hour. The last phb data point was generated at 06:44 on (B)(6) 2025. The cloud data showed that the pod was discarded at 09:49 on (B)(6) 2025. No phb data is available between 06:44 and 09:49, indicating that the pod lost connection with the controller during this period, contributing to the need to discard the pod. Without the data for this period, it could not be determined if the pod was successfully operating prior to the discard. The exact cause of the pod-sensor and pod-controller communication issues observed in the data could not be determined from the available data. No evidence of use of the system was observed after (B)(6) 2025. With the date of occurrence being 14dec2025, it can be determined that the system was not in use at the time of the reported event and did not contribute to the reported event. The exact cause of the reported event could not be determined. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025 due to diabetic ketoacidosis and hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while using the pod. Reportedly, the patient was unable to get their continuous glucose monitor (cgm) sensors to function, even after multiple replacements. The omnipod 5 system allegedly entered limited mode because there were no readings available from the patient's cgm. Correction boluses were administered, but they did not successfully reduce the blood glucose levels. The patient reportedly suffered a heart attack and fell into a coma. For treatment, the patient received intravenous fluids and intravenous insulin. Despite being treated with intravenous fluids and insulin, the patient subsequently passed away three days later on (B)(6) 2025. Abbott was advised of the sensor allegations.